Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Suspected cause was due to the customer's carb ratio and basal rate requiring adjustments. Customer consumed carbohydrates, gummies, and glucose tablets to address bg. Customer updated their pump settings to address the event.